Event description:
During a pci treatment procedure, the maverick2 monorail 20x2.25 mm balloon ruptured on the first inflation after being inflated to an unk pressure for ten seconds. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.